Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was not able to reproduce the reported error 307, however, did confirm in the logs multiple errors point to usm2. To correct the problem these replaced the usm. Following the service, the system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has not yet received the replaced component for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A log review confirmed the hemicolectomy - right procedure occurred on (B)(6) 2022 on system (B)(4). No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: system unavailability after start of a surgical procedure caused the procedure to be converted to a laparoscopic procedure and may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, an error 307 on universal surgical manipulator (usm) 2 reoccurred. As a result of the reoccurring issue, the caller (operating room (or) nurse) reported the surgeon converted to traditional laparoscopic surgery. Prior to contacting the intuitive surgical inc. (Isi) technical support engineer (tse), the or team undocked the system from the patient and performed a hard power cycle with an emergency power off (epo). Following this, the caller indicated the system started to work normally again. There was no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The replaced parts were returned to intuitive surgical, inc. (Isi) for further investigation and the following additional information was obtained: the distal inner set-up joint (suj), associated with this complaint and completed investigations. Failure analysis investigations confirmed the reported failure through remote fe. According to the report, the unit had experience errors 307 and 32100. This type of error showed up on error log history. The unit was tested in the testing platform machine, and it passed all the required tests. After looking up error codes it was found that issue stems from p-value on acu board which was seen in rfe logs. The proximal unit was determined to be the cause of reported issue. As a precaution the sfl will be replaced. Isi has received the proximal inner set-up joint (suj), associated with this complaint and completed investigations. Failure analysis could not replicate error 307 or 319. The unit was moved to pftp machine and passed all tests. Remotefe logs confirmed multiple 32100, 32097, 307 errors found on the suj. As a precaution, the axes controller setup (acu) board and fiber optic cable will be replaced.

Manufacturer narrative:
On 08/24/2022, intuitive surgical, inc. (Isi) received the following additional information regarding this event: the procedure was converted to laparoscopic for patient safety concerns. There was no injury or harm to the patient. There were no other system malfunctions than non-recover fault on arm 2. Troubleshooting was performed with tse, however, did not resolve the reported issue. The surgeon attributed the reported event to faulty mechanics. No issues were noted during set up of the system, and the system was inspected prior to use. No issues observed with port placement. There was no outside influences that were impeding movement of the system or universal surgical manipulators. The whole system was reset. The issue occurred approximately 20 minutes into the procedure. No post-operative complications were experienced by the patient. There is no video of the procedure available for review. The patient is an 80 year old male patient, with birthdate (B)(6) 1942, weighing 77 kg. No further information was provided. Additionally, intuitive surgical, inc. (Isi) has received the universal surgical manipulator (usm) associated with this complaint and completed investigations. Failure analysis investigations confirmed and replicated the reported error 307. The usm was tested on an in house system and passed normal mode. The system did not trigger error 307 on the parallelogram but, they were confirmed via error logs/system logs. During the visual inspection fse noticed physical damage on the edges of the parallelogram fiber cable assembly and it was also loose and misaligned. The unit was tested on a pftp and passed all required tests. The parallelogram fiber cable assembly will be replaced as a fix to the reported problem.

Event description:
Refer to h10/h11 for follow-up information.